Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: the keypad was fully intact with no evidence of peeling or damage observed. The ¿contrast¿,"up","down" and "ok" buttons were intermittently unresponsive when tested. The keypad was removed to investigate and evidence of contamination was observed under the ¿contrast¿,"up","down" and "ok" contact buttons.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The reporter alleged that the pump buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.